Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device. The issue could not be confirmed. Functional verification testing was completed without further issues. However, the technician decided to put the pump out of service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). The investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s3 console not working during procedure. There was no report of patient injury.